Manufacturer narrative:
(B)(6). Only one (1) sample was received for evaluation. A visual inspection using the naked eye was performed which observed a crack. A functional underwater leak test with pressure was performed with no issues noted. No leak was observed. The reported problem of crack was verified during initial inspection. The cause of the crack was not determined. To address this issue, the supplier of the component has been notified of this condition. The other five (5) samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) units of stopcock had fluid leakage due to a crack during use. This was identified during patient use at unspecified process steps. There was no patient injury or medical intervention associated with these events. No additional information is available.